Event description:
Loss of integration. It was reported that the implant at tooth site #27 lost integration and was removed.

Event description:
Loss of integration. It was reported that the implant at tooth site #27 lost integration and was removed.